Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a trial patient. It was reported that the rep/doctor believed that the curved stylet that came with the trial lead was more curved than usual. Additional information was received from the rep. It was reported that the doctor was trying to advance the lead into the needle and the tip of the lead was bent into an l-shape. It was noted that the doctor did not bend the lead prior to attempting implant. The rep opened a new lead which passed through the needle without an issue. With the new lead, all impedance values were over 10,000 ohms. The rep opened another multi-lead trialing cable which resolved the issue. It was noted that there was no problem for the patient. The issue just delayed the process in the operating room. No symptoms were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned lead (lot # va1ffmw009) found that the epoxy was broken, consistent with overstress damage, at the distal end of the lead at the distal edge of the #5 electrode. Due to the reported complaint, an impedance test was performed in a 0.9% saline solution and good impedance values were observed using a clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. The returned lead and returned multi-lead trialing cable (mltc) were connected together on the #0-7 electrode slot of the cable and connected to a known good external neurostimulator (ens) and tested in the 0.9% saline solution. The same test was performed with the lead in the #8-15 electrode slot of the cable. The lead was also tested with a known good mltc and ens. Normal impedance values were observed in all cases. The complete lead was returned. Visual inspection of the conductor end, conductors, braid, and stylet coil was ok. Visual inspection of the insulation found that the out insulation was intact. There were no setscrew marks observed on the proximal connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.